Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k) - k926214. The actual sample was received for evaluation. The actual sample was the broken piece of approximately 73 mm in length. Visual inspection of the actual sample found that the fracture end had been curved and the core wire was exposed partially. Electron microscopic inspection found that the outer layer at the broken side seemed to have been torn off and multiple creases were observed on the surface. The outer diameter of the actual sample was measured and confirmed to meet the factory's control criteria. No anomaly in the outer diameter was observed. The outer layer was dissolved to expose core wire. Electron microscopic inspection revealed that the end of the core wire was curved and tapered, and the broken surface was rough. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. Mechanism of breakage of the guidewire: it is known that the guidewire may get broken off when it has been subjected to one of the loads described below. In addition, as for the core wire, the state of the broken ends presents some regularity depending on the mechanism of the breakage. Pulling load to a loop-shaped wire: the broken ends have been curved and tapered, and the broken surface was rough. This state is similar to that observed on the actual sample. One-way pulling load: the outside diameter of the core wire has been tapered but not curved. The mechanism of breakage is thought to be different from that of the actual sample. Repetitive bending load at a 90-degree angle: the broken ends are not deformed in a tapered shape and dimple pattern is observed on the broken surface. The mechanism of breakage is thought to be different from that of the actual sample. Continuous one-way torque load to a bent wire. The broken ends are not deformed in a tapered shape and radial pattern is observed on the broken surface. The mechanism of breakage is thought to be different from that of the actual sample. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the guidewire tip was grabbed with snare was in a looped state, and then when the grabbed part was subjected to the tensile load, it could not withstand the load and broke. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used during the procedure. The ivc filter was stuck, so the catheter was brought close to the filter, and then the guidewire was pushed out from the catheter and delivered to the distal side of the filter in a manner that the filter would be lifted up. When the guidewire tip was grabbed with a snare and pulled strongly, the part that was grabbed became broken. At that time, the guidewire was folded in three at the tip of the catheter. (It was attempted that the guidewire still folded in three to be put into the guiding catheter that was being delivered nearby.) The broken part was retrieved with the snare. The patient was not harmed. The procedure outcome was not reported.